Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that difficulty was experienced when the navien was advanced through the anatomy and the ped2-400-35 was unable to be deployed as a defect was noticed in the proximal end. Due to the severe vessel tortuosity and difficulty in delivering the navien, even though the approach was managed to be completed, when the pipeline deployment was attempted, deployment failure occurred, and the device was removed from the body. It was difficult to operate the navien. No patient injury occurred. This event occurred during the treatment of an unruptured, right ic cavernous, saccular aneurysm. The max diameter was 13mm and the neck was 6mm. The distal landing zone was 3.24mm and the proximal zone was 3.98mm. The devices were prepared and used per the instructions for use (IFU).